Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had a blister on their back and the device was removed. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that there were blisters concentrated in one area. The patient realized after two visits to their dermatologist that this may have been where the device was inserted. The blisters weren¿t healing, so the dermatologist recommended a surgeon to close the wound. It was noted that the device was removed on (B)(6) 2010.